Event description:
It was reported by service report that the installation on the power cord was torn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4) 2012: med-watch number 1313850-2011-00002 for per (B)(4) has already been issued and previously used in another med-watch. A new med-watch number (1313850-2012-00112) is being issued and submitted to replace the duplicate med-watch number for this report and stryker (B)(4).